Event description:
It was reported that the renasys touch device gave "canister full" alarm while the canister was not full. The malfunction happened during treatment and it was solved using a back up device with no delay reported. No further complications were reported.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, or a control sample has not been returned for evaluation. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. If the device is returned in the future, this complaint will be re-assessed. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances, these instances are being monitored to determine if additional actions are required. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. This investigation is now complete with no further action deemed necessary. However, we will continue to monitor for any adverse trends relating to this product range.